Event description:
Reporter indicated a pt's vns was set to zero. This programming anomaly is believed to have occurred as a result of communication errors in the dell handheld vns computer. The pt's vns was reprogrammed to lower settings to allow for accommodation to stimulation. The handheld computer has been requested for return. Attempts for additional info are in progress.